Event description:
On 1/30/92 rptr fell about 5ft from the rear of a truck, landing on his tailbone. After a year of study & physical therapy a spine fusion was done. During surgery 4 pedicle screws and 2 rods were installed. Rptr had a previous fusion approx 14 years earlier. The fall cracked the first fusion. Physical therapy & normal daily activities cause severe pain and he was awarded total disabilities.